Manufacturer narrative:
Investigation results: the fracture surface of the device was visually inspected. The typically signs of forced fracture were found. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 9 similar complaints against the same lot number. Without further knowledge about the circumstances we except, that the surgeon spread the downtube not completely with the removal key as mentioned in the IFU, so that the catch broke off during removal. Therefore we assume a usage and design related root cause. A CAPA was initiated as a remedial measure. Further measures are now being examined.

Event description:
It was reported that there was an issue with a ennovate mis downtube . According to the complaint description the recepracle for the screws broke of. The broken off parts (lugs/noses) are disposed but in no surgery has any parts remained in the patient. There was no patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00553 (400484052 - sz378r), 9610612-2020-00569 (400485970 - sz378r), 9610612-2020-00570 (400485972 - sz378r), 9610612-2020-00571 (400485974 - sz378r), 9610612-2020-00572 (400485975 - sz378r), 9610612-2020-00573 (400485979 - sz378r), 9610612-2020-00585 (400485982 - sz378r).